Event description:
It was reported, the camera head malfunctioned during laparoscopy when the customer noticed the image fades out at certain cable positions. The subject device works when the camera cable was kept in the right cable position. The procedure was completed with the same set of equipment. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The ¿noise¿ in the image was caused by a defective camera cable unit. Based on the results of the investigation, the following were also found: deformation of coupler unit, the guidepost position of camera head and image is out of standard; poor water tightness of the cable unit and the water tightness was lost. A device history review of the actual device was completed and no issues were identified. This issue is addressed in the instructions for use (IFU). The subject device was checked. No abnormalities were found. The following statement is included in the ¿warning¿: "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.